Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty engaging the modular cable was not able to be confirmed. Additionally, review of the log files confirmed driveline communication fault and driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log files contained events from 18sep2023 and 19sep2023. A driveline disconnect was captured on 18sep2023, consistent with the report that the patient exchanged the system controller. The driveline appeared to be connected to the patient's backup system controller approximately 15 minutes later, per the timestamps, and the pump ramped up to the fixed speed without issue. Approximately 20 minutes later, a driveline communication fault alarm was captured followed by a driveline power fault alarm shortly after. The pump operated at the fixed speed without issue despite these alarms. The driveline communication and power fault alarms remained active until an additional driveline disconnect event was captured approximately 45 minutes after the onset of the driveline communication fault alarm. The driveline appeared to be reconnected to the same system controller approximately 3 seconds later, and the pump ramped up to the fixed speed without issue. Approximately 1-minute later, a final driveline disconnect event was captured. The driveline appeared to be disconnected for the remainder of the file. It should be noted that the pump operated at the fixed speed while the driveline was connected. The relevant sections of the device history records for the modular cable, lot number 8633050 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines system controller alarms, including the driveline power fault and driveline communication fault, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms, including the driveline power fault and driveline communication fault, as well as how to respond to each alarm condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm during the night and decided to exchange their controller. It was not possible for the patient to reconnect on the new controller. The patient passed away. Pump MFR #2916596-2023-07021. Controller (unknown alarm) MFR # 2916596-2023-07022. Controller (difficulty connecting) MFR # 2916596-2023-07023.